Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from an unused second spike of a blood administration set with the roller clamp engaged. The leak occurred approximately 20 minutes after the start of the transfusion when the rate was increased from 30ml/hr to 187ml/hr. The clinician in attendance used a kelly clamp to augment the roller clamp and was able to complete the transfusion. There is no report of patient harm.